Event description:
Caller reported a cgm error, identified as error 42. Blood glucose level impact was not reported, but it was implied there was no adverse impact. Customer was guided by technical support through a pump reset process and successfully started their sensor session.